Manufacturer narrative:
The glidescope titanium lopro t4 blade was replaced for the customer. The blade was returned to verathon europe for evaluation. The technical service representative connected the returned blade to a test video cable and test monitor. The flickering image was duplicated. Upon review of the device history for the serial (B)(4), it was determined that the device was manufactured on 06/23/2016 and the one (1) year warranty period has expired. Since there are no repairs available for the titanium lopro blades and the customer received a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would flicker and then disappear. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.